Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Voluntary recall (B)(4) was initiated for rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported adverse local tissue reaction is considered to be under the scope of this recall.

Event description:
Patient had adverse tissue reaction.

Event description:
Patient had adverse tissue reaction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).